Event description:
The reporter claimed that his blood glucose was elevated over 500 mg/dl after he went to bedtime with a blood glucose reading of 87 mg/dl. Reportedly, the patient did not have any symptom. During the troubleshooting session, the reporter noted the following: the month of the date was correctly set to february. The basal and bolus insulin added up correctly in the insulin pump history. The reporter believes the basal rate was not set appropriately at the time of concern. No leaking was found at the insulin site and tube connection. The patient has been ill with a leg infection and heart issue. This complaint is being reported because the patient had high blood glucose over 500 mg/dl while managing his diabetes with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 09/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated data beginning on (B)(6) 2013. The data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.